Event description:
It was reported that during a starr procedure, the device could not be fired. It was impossible to retract the pin and the rectal wall was pierced. It was necessary to perform an exploratory laparotomy and protective colostomy. This event has been reported to the local ca who may request the device. After one month, if they do not request the device, it will be returned to the us.

Manufacturer narrative:
Info anticipated, but unavailable at this time.